Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medical doctor reported ocular hypotony occurred during surgery. The patient is now reported to have experienced "complications" in the post-operative period. Additional information has been requested.